Manufacturer narrative:
Information unknown, not provided. There was no patient contact reported. If implanted; give date: not applicable, there was no patient contact, lens was not implanted. If explanted; give date: not applicable, there was no patient contact, lens was not implanted, therefore not explanted. Phone: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that the lens was defective. The issue was first identified upon opening of the packaging, no contact with patient's eye. No patient involvement/injury reported. No additional information was provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes . Returned to manufacturer on: 2/8/2021 . Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. The cartridge tip was observed damaged and deformed. The lens was also observed exposed and stuck at the cartridge tip section. One part of the lens was observed broken and with one haptic detached. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as lens damaged was verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.